Manufacturer narrative:
(B)(4). The opt944 optiflow + adult nasal cannula is an interface used to deliver humidified oxygen to patients and consists of a lightweight delivery tube connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and features a head strap clip which works in tandem with the tubing clip (attaches to the patient's clothing/bedding) to support the weight of the circuit and prevent the cannula being dislodged. Method: the complaint opt944 optiflow + adult nasal cannula was returned to fisher & paykel healthcare (f&p) in new zealand for investigation, where it was visually inspected. Our investigation is based on the visual inspection of the returned subject opt944, information provided by the customer and our knowledge of the product. Results: visual inspection of the returned cannula revealed that the tubing was found torn and stretched. One side of the nasal prongs was found pulled off the manifold. Conclusion: we are unable to determine the cause of the reported event. However, it is likely that this was caused by the tubing of the opt944 optiflow + adult nasal cannula being pulled. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discoloration and stretching or deformation. Any product that fails the visual inspection is rejected. The subject opt944 optiflow + adult nasal cannula would have met the required specifications at the time of production. The user instructions which accompany the opt944 optiflow + adult nasal cannula show in pictorial format the correct placement and fitting of the cannula and also warn: - "appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death." - "do not crush or stretch tube, to prevent loss of therapy." - "failure to use the set-up described above can compromise performance and affect patient safety."

Event description:
A healthcare facility in the netherlands reported, via a fisher & paykel healthcare (f&p) field representative that tubing of the opt944 optiflow + adult nasal cannula had broken. It was reported that the patient desaturated to 79% spo2. The nurses replaced the cannula and the patient recovered to 97% spo2. There were no further reported patient consequences.

Manufacturer narrative:
(B)(4). The complaint opt944 optiflow + adult nasal cannula is currently en route to fisher & paykel healthcare (f&p) (B)(6) for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in the (B)(6) reported, via a fisher & paykel healthcare (f&p) field representative that tubing of the opt944 optiflow + adult nasal cannula had broken. It was reported that the patient desaturated to 79% sp02. The nurses replaced the cannula and the patient recovered to 97% sp02. There were no further reported patient consequences.